Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the monopolar curved scissors instrument was found to have a broken cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer used a backup instrument to continue the procedure and indicated that no fragment fell inside of the patient. The procedure was completed with no report of patient injury.